Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by six minutes; cause was unknown. Tandem technical support assisted customer in correcting time, and customer successfully resumed insulin therapy. Additionally, it was reported that a cartridge alarm 25 occurred. Customer was unsure if they removed the cartridge during pumping. Customer successfully reloaded the cartridge and resumed insulin therapy. Customer's blood glucose level was 298 mg/dl to 335 mg/dl.